Manufacturer narrative:
No button error alarm noted during testing. Unit had intermittent buttons response due to flattened (creased) act button dome switch. No unlocked j2/lcd keypad connector noted. Unit had cracked lcd window, cracked case at display window corners. The test reservoir locked in place properly and no anomaly noted.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had keypad anomaly and also they stated insulin pump face casing and esc, act, up arrow key was peeling off. Troubleshooting was performed. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.